Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result from one patient above the acute myocardial infarction (ami) cut-off, which did not correlate with previous results taken 17 hours earlier. The results were generated by the unicel dxc 600i synchron access clinical system. The result was submitted out of the laboratory and the clinician requested the result to be repeated. The sample was repeated on the same instrument and results within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The accutni sample was collected in a serum tube and centrifuged for ten minutes at 3000g for 10 minutes. Accutni qc and system check data were not provided. Service was not dispatched for this event. A definitive root cause has not been determined for this event.